Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016, alleging a casing/condition (casing/condition issue) issue; the reporter stated the pump was dropped and there is now concern that the pump may no longer be waterproof. No further information was provided. Animas customer technical support made several attempts to contact the reporter in follow up to obtain further information; however, the reporter did not respond to follow-up attempts. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: during visual inspection of the pump, there was no physical damage to the pump therefore the investigation was unable to confirm the initial complaint. A leak test was performed and passed thus there were no leaks in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.